Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and used off label as an external ICD for another patient until he later died. Cause of death was not reported. Per the manufacture's database, the patient died the same day a tissue heart valve was implanted.

Manufacturer narrative:
Additional information was received from a nurse at the physician's office that the cause of death was unknown. A new device system from another manufacturer had been implanted prior to the patient's death. There were no medtronic products in use at the time of death and therefore the implantable cardioverter defibrillator (ICD) was not related to the death event. No additional information is available. Correction: the death event was not related to the ICD and therefore, this medwatch report is obsolete.

Manufacturer narrative:
The evaluation conclusion code has been corrected on this supplemental report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly.(B)(4).